Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure, leakage (switch 1 leakage, scope connector has liquid immersion, test paper is discolored) and ultrasound plug unit was not good. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed an e315 alarm. The event occurred during reprocessing. There was no patient involvement.